Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's family member reported that the patient had presented to the hospital with an infection. Additional information received from the patient's pd nurse confirmed that the patient was hospitalized and presented with dehydration due to diarrhea. The patient was reported to have a history of aspiration pneumonia and was admitted to the hospital from (B)(6) 2016 for pneumonia and a urinary tract infection. The patient was treated with antibiotics for pneumonia and uti and discharged. The patient began having diarrhea and her blood pressure went low on (B)(6) 2016 and the patient's nephrologist advised the patient to stop dialysis for few days. The patient continued to have diarrhea and was subsequently hospitalized on (B)(6) 2016. The patient was prophylactically tested for clostridium difficile however the culture was negative.